Event description:
The covidien endo stitch 10 mm suturing device (ref# 173016, lot# j5c2347x, exp 03/2020) was being used in the patient when it seemed to fail and broke the suture needle in half when it was half way through the tissue. One half on the endo stitch could not be recovered and a new suturing device was given to the field.